Event description:
During follow-up, the rv lead showed low sensing, low impedance and no ventricular capture. The patient had chest pain. Pericardial rubbing in the centrum cordis and no presence of fluid in the pericardial sac were observed. It was not possible to evaluate the lead tip position by echo. The lead was explanted due to dislodgement.

Manufacturer narrative:
No medwatch form was received.